Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed; however customer maintained that the pump was not functioning properly. Customer's blood glucose level was 477 mg/dl. Additionally, it was reported that the customer used novalog for over 3 days. Reportedly, the customer reverted to manual injections for insulin therapy.